Event description:
Additional information: return device analysis observed a posterior foot separation and the foot was not returned. The location of the detached foot is unknown. Follow-up with the account confirmed that the separation was observed during removal from the anatomy; therefore, it is possible the foot remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not come out when the plunger was removed¿ and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - clinical code 4582 was removed.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via an 8f sheath. Reportedly, when the plunger was removed at step 3, the suture did not come out [suture-retrieval issue]. The sutures of two additional proglide devices were successfully pre-placed and the tavi procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.